Manufacturer narrative:
Isi has received the vse instrument associated with this complaint and completed investigations. Failure analysis investigation was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, jaw ceramic dots were present. Energy delivered without any issues and the electrical continuity test passed. Gage test passed with .003". The instrument was also found to have a dislodged blade. A visual inspection showed that the blade was exposed outside of the blade garage 0.098". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. After retracting the blade, a self test passed without any issues. A review of the instrument logs showed one blade exposed failure. The knife slot test passed with the 0.027" pin. The root cause is typically attributed to mishandling and misuse. A review of the instrument log of the vse instrument (part #480422-01 / lot #l90211013-0109) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk0952. This is a single use instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is reported due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vse instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. The bleeding was controlled by resealing or with another bipolar instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy and a left colectomy surgical procedure, a vessel sealer extend (vse) instrument was having sealing and exposed blade issues. Intuitive surgical, inc. (Isi) contacted the assistant surgeon (who was not the console surgeon) and an isi clinical territory associate (cta) who was present during the procedure. The following information was obtained regarding the reported event: the assistant surgeon stated that the vse instrument worked well on smaller vessels; however, they repeatedly experienced sealing issues with the larger vessels. The surgeon indicated that none of the vessels were larger than 7 mm in diameter. It was confirmed that there was tissue effect, and the system did generate the audible tones indicating that the sealing cycle was complete. The surgeon had also confirmed that the tissue was not under tension, not calcified, there were no impediments such as clips or sutures. When the surgeon cut the unspecified target tissue, the surgeon noticed some blood oozing. The assistant surgeon could not recollect if the console surgeon controlled the oozing on multiple occasions by resealing with the same vse instrument or with a bipolar instrument. The bleeding was minimal. The surgeon continued to use the vse instrument until a blade exposed error occurred while using the instrument on the mesentery. They switched out the vse instrument, which worked with no further issues. The surgeon believes they had a faulty vse instrument. There are no photographic images or video recordings of the issue.

Manufacturer narrative:
Updated information can be found in the following fields: g3, g6, h2, and h10. A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the procedure.

Event description:
Refer to h10/h11 for follow-up information.